Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during a spinal cord stimulation peripheral lead implant procedure the patient experienced respiratory paralysis and was no longer breathing. The two leads had been implanted and tunneled, and the implantable pulse generator was prepared. The type of anesthesia used to initiate the implant procedure was unknown, the additional bolus was propofol. Approximately 5-10 minutes after the additional bolus, the patient experienced the onset of symptoms. Nothing happened during the procedure that may have caused or contributed to the event. The cause of the paralysis and low oxygen saturation was assessed as a reaction of the propofol, and not related to the device or procedure. The patient was intubated and turned around and the operating field became unsterile. After intubation, the physician explanted the leads, and the patient was transferred to the intensive care unit. The patient was then extubated, is ongoing stationary treatment, and is no longer under intense care. The explanted leads will not be returned as they were retained by the facility.